Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address a painful hip due to loosening of the cup. Update: (B)(6) 2011 - medical records received. The revision operative report indicated that there was silver-gray tissue on the lining consistent with metallosis. The complaint was temporarily reopened to add the femoral head. There is no new info that would change the outcome of the investigation.